Event description:
During an initial implant procedure, the leadless pacemaker (lp) was fixated in right ventricle and lp separated from the catheter prior to release. The lp remained implanted with acceptable measurements. The catheter was explanted and it was found that the distal portion of the tethers has broken off. The fragmented pieces of the catheter were not visible in the patient under fluoroscopy. The patient was stable and will continue to be monitored.